Event description:
During follow-up, dislodgement resulting in far p-oversensing and inappropriate therapy was observed on the right ventricular (rv) lead. Rv dislodgement was confirmed with diagnostic imaging. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.